Event description:
A consumer called to report that her daughter had knocked the unit over, and received burns on her stomach from the hot water that spilled out of the personal steam inhaler. Medical intervention was sought for her injuries. The instructions for proper use have a clear warning to never hold the unit while in operation and that the unit should not be operated by children. The instructions also state that the product should only be used on a flat level surface to avoid spilling water.